Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow console displayed a low battery alarm at 19% during patient transport. After a 5-minute CT scan, the pump shut down and was immediately restarted but shut down again. The pump was connected to a power source and recharged to 21%. On the way back to the department, the pump stopped again at the operating room door and when it was restarted, the low battery alarm was still displayed. The alarm cleared after the rotaflow was connecting to a power source. The battery is due for replacement according to the service interval and is therefore lifetime overdue. No harm to any person has been reported. Based on the information that the pump has stopped, a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) the customer has decided not to order replacement fot the affected battery and purchased a ups (uninterruptible power supply) instead. The root cause for the reported shut down could be determined as a battery issue, since the lifetime of the battery was passed and replacement overdue. The affected battery was in use for more than two years (not replaced since installation in 2023). Based on the given information the reported failure could be confirmed. The review of the non-conformities has been performed on 2025-09-11 for the period of 2023-04-11 to 2025-09-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2023-04-11. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1: before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number: 701046405.

Event description:
The event occurred in china. It was reported that the rotaflow console displayed a low battery alarm at 19% during patient transport. After a 5-minute CT scan, the pump shut down and was immediately restarted but shut down again. The pump was connected to a power source and recharged to 21%. On the way back to the department, the pump stopped again at the operating room door and when it was restarted, the low battery alarm was still displayed. The alarm cleared after the rotaflow was connecting to a power source. The battery is due for replacement according to the service interval and is therefore lifetime overdue. No harm to any person has been reported. Based on the information that the pump has stopped, a report is required. Complaint ID: (B)(4).